Manufacturer narrative:
The reported event ¿that the device tore the skin¿ was non-verifiable since prior to repair a test mesh was performed and passed. The root cause of the reported event could not be specifically determined, but is most likely related to an issue with the user technique or the customer¿s cutters. The customer did not return any cutters for evaluation. It is possible that the customer¿s cutters could be worn or damaged causing a poor mesh. As noted by the service technician, repair of the skin graft mesher serial number (B)(4) performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the roller, worn bushings, worn side plates, gears, comb, shoulder bolts and handle. Skin graft mesher serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per repair instructions. Post repair analysis of the skin graft mesher revealed substantial galling on the roller extension. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer. Recommended actions: no recommended actions at this time.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial product condition/visual examination: on (B)(6) 2016, it was reported that the device tore the skin. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Initial qa inspection of the skin graft mesher on 2/24/2016 revealed there was galling to the roller extension and wear to the roller gear, side plate ears and shoulder bolts. There were no visible issues with the comb. The test mesh was not performed. The customer did not return any cutters for evaluation. Functional tests: repair of the skin graft mesher was performed by zimmer biomet surgical on 2/25/2016 which included replacement of the roller, worn bushings, worn side plates, gears, comb, shoulder bolts and handle. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per repair instructions. Prior to repair, the device was outside calibration and a test mesh was performed and passed. Post repair analysis of the skin graft mesher revealed substantial galling on the roller extension. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the zimmer skin graft mesher tore the skin. Additional information received on (B)(6) 2016 stated that the event timing was during surgery and the surgery was extended 30 minutes. There was no harm, injury or adverse event to patient/operator and the life/health of patient at not at risk. There was an impact and damage to the graft harvest and an additional graft harvest required.